Event description:
A report was received that the patient was explanted due to a suspected infection at the pocket site. The patient was experiencing redness and infection at the pocket site. The patient was experiencing redness and swelling. The physician does not believe the infection was device or procedure related but was due to the patient's personal hygiene. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.